Manufacturer narrative:
Device evaluated by MFR.; visual and tactile inspection revealed blood in the inflation lumen. Microscopic examination of the balloon and shaft revealed a longitudinal balloon tear 57mm long across the length of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained through retrograde approach via left femoral artery using a 6f non bsc introducer sheath. The 99% stenosed target lesion was located in the moderately calcified right superficial femoral artery. After crossing the target lesion with a non bsc guidewire, a 6.0mmx60mmx135cm sterling balloon catheter was selected for dilatation. During the first inflation at 14atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the status of the patient is good.

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained through retrograde approach via left femoral artery using a 6f non bsc introducer sheath. The 99% stenosed target lesion was located in the moderately calcified right superficial femoral artery. After crossing the target lesion with a non bsc guidewire, a 6.0mmx60mmx135cm sterling¿ balloon catheter was selected for dilatation. During the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the status of the patient is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).